Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose and drive support cap was flushed. The blood glucose at the time of the incident was 600 mg/dl. The customer declined troubleshooting for high blood glucose on insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test and occlusion test. Pump received with corroded battery tube, cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. No moisture damage on electronics and motor assembly noted.